Manufacturer narrative:
(B)(4). (B)(6). Post market vigilance (pmv) led an evaluation of two spacemaker blunt tip trocars. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. The inspection noted that the first trocar balloon was not able to be inflated; a leak was detected at connection of the trocar body and the cannula. After a leak test using a soapy solution, a leak between the check valve adapter and the outer sleeve was detected. The root cause of the leak between the adapter and the sleeve on was determined to be a result of an assembly activity and a manufacturing action has been initiated to prevent recurrence of this condition. The second balloon was able to be inflated; however, increased resistance was noted when insufflating the balloon. The root cause of the difficulty insufflating was determined to be a result of an issue with the bonding process between the adapted and the outer sleeve, a manufacturing action has been initiated to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter during a laparoscopic right hemicolectomy procedure, co2 gas could not be injected. The balloon did not make a rupture or breaking sound. There was no rapid loss of abdominal pressure. Nothing fell into the patient cavity. There was no tissue loss or damage. The patient has been discharged.